Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead dislodged overnight. Repositioning was attempted, but the lead had fixing difficulty and there were unacceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.